Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive was worn, and the bending angle in the up direction was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device suction was too weak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the suction was lower than the specification and found the suction tube was clogged with foreign material (soft tube). This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was soft tube. The root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.